Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck in an initializing state, and the refrigerator was stalled on the helmer logo screen. A field service engineer (fse) identified that the network cable was incorrectly connected to the double network port on the rear of the main station instead of the single network port. The network cable was moved to the correct single network port, allowing the station to obtain a dynamic internet protocol (ip) address. The refrigerator and station were then shut down, all power cords were unplugged, and the system was left powered off for approximately three minutes. Power was restored first to the refrigerator and allowed to fully boot before powering on the station. After startup, the station initialized normally and the issue was resolved. The system was monitored for approximately 30 minutes while customer verified clearance, and no further issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was struck on initializing status on the application. There were no adverse events or injuries reported based on this event.